Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported high volume output. The device was tested at 5ml/hr and 100ml/hr which had both rates of (+9.5% and +12.54% respectively). The fingers and valves was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump delivered a high volume output. There was no known patient injury or medical intervention associated with this event. No additional information is available.